Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that multiple minimum fill notifications occurred after filling a cartridge with 200 units of insulin. Customer¿s blood glucose was 194 mg/dl. Reportedly, the customer reverted to an insulin pen for alternate insulin therapy.